Event description:
The explanted devices were discarded per hospital protocol.

Event description:
It was reported that the patient is doing well following generator and lead replacement. The patient's seizures are under control. The patient's neurologist reported that the patient's last diagnostics were within normal limits and another physician referred the patient for generator replacement.

Event description:
It was reported that during prophylactic generator replacement surgery on (B)(6) 2014, the vns patient¿s lead was observed to be fractured. The lead was also replaced during the procedure and the replacement device was programmed on. The explanted products have not been returned to date. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.